Event description:
It was reported that the insulin pump had a frozen screen. Troubleshooting was performed. The device rested for a couple hours and the battery was changed, but the insulin pump continued having a frozen display. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.